Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) experienced unintended helium gas venting, resulting in complete depletion of the helium cylinder. No patient harm was reported.